Event description:
It was reported ongoing intermittent occlusion alarms occurred, eventually resulting in the customers blood glucose level displayed as "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump and multiple daily injections. Occlusions were resolved with a pump supply change and the customer continued to use the pump for insulin therapy.